Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical conclusion: there is a probable temporal relationship between the fluid overload event and pd therapy on the liberty cycler, although it was not confirmed if the patient was completing pd therapy with the liberty cycler when the event occurred. There is no documentation to show a causal relationship between the event and the liberty cycler. Additionally, there is no allegation of a machine malfunction or deficiency.

Event description:
It was documented that this male patient on continuous cycling peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was treated at the pd clinic for fluid volume overload (unspecified date, signs/symptoms). It is unknown if the patient was completing pd therapy at the time of the overload event. Attempts information was solicited.